Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34, product type: compression loading system (cls). Product ID: d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, fluoroscopic valve check was performed and noted a line just past the 2nd node of the valve ((B)(6)). A pre-implant balloon aortic valvuloplasty (bav) was performed using a 24mm true balloon. Valve ((B)(6)) was deployed to 80% when an infold was noted on fluoroscopy extending the length of the valve. The valve ((B)(6)) was recaptured, and the valve and delivery catheter system (dcs) were removed from the body. A new valve ((B)(6)) was prepared and checked under fluoroscopy with no line noted. The valve ((B)(6)) was deployed with no recaptures, landing at 4mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). Transesophageal echocardiogram (tee) was performed, showing a mean gradient of 4mmhg and mild paravalvular leak. Patient was hemodynamically stable throughout the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a misload was not identified during loading due to a line noted up to node 2.5 of the valve frame. A new delivery catheter system was used with the replacement valve and no line was noted on the second valve. Per the physician, there was no patient anatomy that contributed to the infold. No adverse patient effects were reported.